Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "air in lines". It was unknown whether the device had met relevant specifications. A device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the hydro pack was empty, no hydra liquid in packets. As per follow up via phone on 20jun2023, customer had to cut the ends off the with scissors to get their catheters out the packaging. The peel-off tab was not pulling. The majority of the hydro packs provided have been half-empty or had no lubricant whatsoever.

Event description:
It was reported that the hydro pack was empty, no hydra liquid in packets. Per follow up via phone on 20jun2023, customer had to cut the ends off the with scissors to get their catheters out the packaging. The peel-off tab was not pulling. The majority of the hydro packs provided have been half-empty or had no lubricant whatsoever.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.